Event description:
Customer reports, the pump was reported to be over-infusing from 2/6/97 to 2/8/97 and was subsequently removed from use on 2/9/97. The pt involved vomited on 2/7/97. During this time frame, the pt was being treated with antibiotics for a respiratory illness. The dr reviewed the case and indicated that the pump did not contribute to the condition and that there was no other adverse consequence resulting from the reported over-infusion. The pt is currently doing fine.

Manufacturer narrative:
Original report stated notification was sent to dealers/dists in december 1995. This is not correct. Notification was sent in december of 1996. Please adjust your files accordingly.